Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient indicated she had a hypoglycemic event, and that while the lowest the cgm read was 66 mg/dl, she felt that her bg was much lower than that, though she was unable to check it. On (B)(6) 2020, patient stated that she had gotten off a plane in (B)(6) and her reading was 150 mg/dl with a diagonal arrow down at that time. She ate 25 carbs of a granola bar. She went through customs and got her luggage. She and her friend who is a nurse practitioner were walking toward the airport exit when the patient felt symptoms of vision change and feeling off balance. She ate a 'gel' which had 30 carbs. She indicated that she needed to sit down, before she felt herself going to the ground, and does not recall what occurred after that. The friend indicated that the patient had a seizure, was combative, and had confused speech. She was out for 15 to 20 minutes, and when she became responsive, she drank a soda that the friend gave her. The friend put her in a wheelchair, and they took a van to their hotel. The patient had a headache and confusion for several hours after that. After going to sleep and waking up the next day, she felt normal. She consulted with her doctor on (B)(6) 2020, and he indicated that the dexcom data showed that her cgm value had been over 400 mg/dl for hours after the event and the carb intake. At the time of contact, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.